Event description:
Patient reported that before dinner, he delivered 12 units of insulin because his blood glucose was high at 216 mg/dl. One hour later, he checked again and it had increased to 344 mg/dl. He states there was a separation at the point of connection between needle and catheter, so there was an interruption of insulin delivery. No adverse event reported. A request was made for the return of the infusion set, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.